Event description:
Pt with a history of squamous cell carcinoma with a feeding g-tube in place, arrived for a routine change. Upon removal it was noted that the distal one inch of the gastrostomy catheter was partially broken. It was noted in later documentation, that the retained one inch portion of the g-tube had passed in the fecal stream. Note: this is the 11th catheter device failure since 10/2001 at this facility.